Event description:
Inbound. Reports has had 3 flow stop cassettes unusable due to no disposable clamp tubing alarms, one beeped constantly when trying to prepare pump for use and 2 beeped, then alarmed no disposable during use lot number 4203284, expiration date: 10/17/2026. Reservoir volumes unknown for 2, and 100 for one. Both pumps 430149, 430142 involved. No further details provided.